Event description:
It was reported that the battery voltage on the implantable pulse generator (ipg) displayed as lower than expected with the battery status as "ok" and the longevity estimate unchanged. This discrepancy caused confusion. The reason this occurs is the device has an internal reference voltage that gets measured along with the battery voltage and is used in an equation to add precision to the displayed battery voltage. In this rare case, the reference voltage measurement is incorrect, so instead of a more precise value, the equation produces a false low value. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).